Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at the manufacturer¿s service center the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. Additionally, during the evaluation, service required alarm conditions indicating a failure relating to the interface board and capacitor were observed. The interface board and capacitor were replaced to address the issues. The device was tested and passed all final testing.